Event description:
Allegedly, patient was revised due to mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility:-left.

Manufacturer narrative:
Additional information received to include pt and product information.